Manufacturer narrative:
The 3rd party bezel was assembled without the left spring on the upper occluder.

Manufacturer narrative:
The customer¿s report of a free flow could not be replicated. However, repeatable partially unregulated flow was observed. Physical inspection noted the device to be in good condition, but with a 3rd party bezel installed. Review of the pcu event log shows that on (B)(6) 2017 at 5:43am, the user started a basic primary infusion at 25ml/hr. At 5:44am a basic secondary infusion was started at 83ml/hr, and then the system was shut down approximately 30 seconds later, at 5:45am. At 5:57am the system was powered back on and a basic infusion was started at 100ml/hr. The user immediately change the rate to 25ml/hr and then started a basic secondary infusion at 83ml/hr. The secondary infusion continued for 4 hours and 40 minutes, until 10:38am when the system was powered down. Functional testing of the primary and secondary sets resulted in no backflow or leaking. Rate accuracy testing was performed and unregulated flow was observed. On a repeat rate accuracy test the device was noted to be out of specification and significantly overinfusing. The cause of the reported free flow event is an installed 3rd party bezel which resulted in partially unregulated flow.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they had a free flow event with a pump infusing on a patient. There was no report of patient harm.